Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient can¿t feel stimulation and the battery depletes quickly because they are on high dose settings. The patient reported that the only way that they know that the stimulation is on is when they move a certain way or cough. The patient does not have the ability to change programs. The patient reported that the stimulation stopped when the battery became depleted and since then, the patient¿s pain relief has been terrible. The patient would like to get in touch with a manufacturer representative to address the issues. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient just needed to make an adjustment to the stimulation strength and the issue was resolved over the phone. No further complications are anticipated.